Event description:
Reportedly, when the anastomosis was performed, the instrument did staple correctly, however it did not cut correctly. The anastomosis had to be removed. The tissue was resected and a new anastomosis was placed.